Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro had intermittent power when in the patient's leg trying to separate branches. Staff switched out the hemopro cable without success. A replacement hemopro device was used to complete the procedure with the same cable. The hospital did not report any patient complications. This account does follow the IFU recommended sterilization techniques; however, the maquet rep stated they do not swap out the cables after 20 sterilization cycles. The hemopro power supply was set within the recommended IFU setting at 2.5.